Event description:
It was reported that patient underwent a right knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to excess laxity within articulating joint space as a result of infection. A review of the invoice history confirmed the surgery dates and indicates the tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information. Product location unknown.

Event description:
It was reported patient underwent a right knee arthroplasty on (B)(6) 2013. Subsequently patient was revised on (B)(6) 3013 due to excess laxity within articulating joint space. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."